Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not provide the blood glucose reading. No troubleshooting was performed, as this as a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.